Event description:
It was reported that a patient underwent a 2nd pvi procedure ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced diaphragmatic paralysis. The phrenic nerve paralysis occurred after ablation of the superior vena cava (svc). Timing when complaints occurred was during the svc ablation 2 hours after the start of the procedure. The phrenic nerve paralysis persisted after the procedure was completed. The physician's opinions on the relationship between the event and the product was that there was no product malfunction. Since the ablation procedure was conducted with being careful with the contact, the effect for the adverse event was minor. There were no abnormalities observed prior to and during use of the product. Additional information was received. There was no information if intervention was provided. The patient was followed up. Outcome of the adverse event was improved. The patient was followed up without any intervention and the outcome was expected as improved since there was no bad information obtained. The patient did not require extended hospitalization.

Manufacturer narrative:
Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30916762l number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).